Event description:
Reporter states that, he had a right total knee replacement done on the stated date above and have been having problems since then. He is in constant excruciating pain, probes are popping and piercing his skin, swollen knee, and general discomfort. He wants the device out but the doctors are not listening to him. He says there is a recall on this device and would appreciate if FDA can have this product off of the pharmaceutical shelves as soon as possible.